Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a watchdog timeout and blank display. The customer¿s blood glucose level was unknown. Customer stated that they received watchdog timeout on the pump after not having the battery in the pump for more than 10 min. The customer was assisted with troubleshoot for watchdog timeout and customer states that pump returned to normal function. The customer was assisted with troubleshoot for blank display as the screen on the pump just shut off during troubleshoot and got blank display. The customer stated that the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, error test, rewind, basic occlusion test, occlusion test, prime-test, excessive no delivery test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies or error alarms were noted. No damage on the c13/lcd isolation tape noted. Unit received with cracked case at the display window corners. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.